Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Patient weight not available from the site. Return requested. Replacement computer shipped to site 12/22/2016. Medtronic investigation of returned suspect computer finds no hdd or ram errors. System performance as expected. No anomalies encountered. System passed all required testing. Device found to be fully functional. No fault found. On 12/27/2016 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. Replaced computer. Issue resolved. System performed as intended. On 01/13/2016 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative received a report from a site that while in a cranial procedure, their navigation system became unresponsive while attempting to register a patient. The site re-started the navigation system and then the same issue occurred on the registration screen. This issue occurs with axiem. A second navigation system was brought in to allow the surgeon to continue the procedure to completion. Delay in therapy was 10 minutes. There was no impact on patient outcome.